Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pains the night after a system implant procedure. The chest pain continued into the next day. A cardiac ultrasound revealed a mild pericardial effusion. The patient was given medication. The device and leads were normal. The patient remained hospitalized for observation until pain and pericardial effusion showed signs of diminishing.